Manufacturer narrative:
The technician found the brake caster looked old and worn. When he applied the brake and rocked the bed, the brake pedal went into neutral. He inspected the brake mechanism and found the cable was kinked and frayed. He replaced the brake mechanism and attempted to adjust the allen screw on the brake caster but it would not lock. He replaced the brake caster to repair the bed.

Event description:
Info received indicates the brakes will not stay set.